Manufacturer narrative:
Continuation of d10: product ID: evolutpro-29-us (j240527); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, an unspecified issue occurred leading to valve ex plant.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, an unspecified issue occurred leading to valve ex plant. Additional information was received that the valve was never fully deployed. The valve frame appeared to be kinked under x-ray and was completely retrieved several times, then removed from the body together with the delivery catheter system (dcs). A new valve and dcs were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic received additional information that changed the event description and reportability of this previously reported event. There is no evidence to suggest the delivery catheter system (dcs) caused or contributed to a death, serious injury, or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.